Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display was noted during testing. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked case.

Event description:
The customer's mother reported via phone call indicating low blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 52 mg/dl. The customer's mother stated that she was trying to bolus and her pump froze. The mother stated that she took the battery out and when she put it back in, she received a button error. The mother stated that her daughter also had a seizure last week and treated it with juice. The customer's blood glucose dropped to 49 mg/dl and they treated it with a glucagon shot. The customer stated that they had trouble with the pump for a while. The mother stated that her daughter's blood glucose readings have been going up and down. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.